Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure for a cardiac resynchronization therapy defibrillator (crt-d) system, the left ventricular (lv) lead came out when the catheter sheath was retracted. The physician attempted to re-secure the position of the lv lead, but the lead could not be fixated and continued to pull out of position. The lv lead was removed, and the physician chose to implant an implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.